Event description:
This report is being filed after the subsequent review of the following literature article; weng et al (october 2012): surgical management of symptomatic os odontoideum with posterior screw fixation performed using the magerl and harms techniques with intraoperative 3-dimensional fluoroscopy-based navigation. Spine, volume 37, number 21, pp 1839-1846. China. Nineteen patients with symptomatic os odontoideum were investigated. There were 8 male patients and 11 female patients, aged between 14 and 57 years (average, 38.4 yr) sixty screws were placed in 19 patients. Cables (competitor's device) and transarticular screws (dens access screws, synthes (B)(4)) were used for 8 patients with the magerl technique, polyaxial screws (competitor's device) were used for 11 patients with the harms technique. Sixteen transarticular screws (tass) were placed in 8 patients and 44 polyaxial screws were placed in 11 patients. Post-surgery there were no neurological complications or vertebral artery injuries. No patients experienced neurological deterioration throughout the follow-up period. All patients with preoperative neck pain had symptom relief or improvement. This report refers to one complication, postoperative migration of the tas screw in 1 unknown patient which slightly penetrated the transverse foramen. This screw was not associated with artery bleeding in surgery or neurological deficit that developed postsurgery. It was clinically silent. This is report 1 of 1 for (B)(4). This report is for an unknown den access screw, unknown part#/lot#.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Weng et al (october 2012): surgical management of symptomatic os odontoideum with posterior screw fixation performed using the magerl and harms techniques with intraoperative 3-dimensional fluoroscopy-based navigation. Spine, volume 37, number 21, pp 1839-1846. This report is for unknown den access screw, unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.